Event description:
It was reported that the patient went in for her weekly visit on (B)(6) 2014. The patient arrived and described that her depression was worsening. The patient was tearful upon interview and reported negative thoughts and a slight decrease in energy. Overall the patient¿s mood was low, but her mood was still influenced by external events. The patient reported no difficulty sleeping and an interest in the holidays. The patient started a diet and successfully lost 2 pounds. The patient called 2 days later and reported worsening depression. The patient described her mood as very low. The patient was advised to come in for an unscheduled visit. Again the patient was tearful yet was able to brighten up at times during the conversation. The patient asked to reduce her trileptal and the doctor did begin down titrating her medication 1 day later. The patient denied any suicidal ideations, but did report that sometimes she thought she would be better off not being here. On (B)(6) afternoon, a call was placed to the patient to check in and see if she had any questions regarding her medication. The patient again denied suicidal ideations and her mood was the same on the day prior. On (B)(6) 2014, the patient texted the doctor with a worsening of symptoms and reported that she was suicidal. The doctor immediately called the patient and the patient did not respond until 6pm the next day. The patient reported that she was okay and not suicidal anymore. The next day the patient reported a worsening of depression. The patient reported a decrease in overall mood, tearfulness, lassitude, and a decrease in energy. The patient also reported ruminating on her husband being upset at her. After discussing the patient¿s symptoms, she was advised to seek immediate medical attention. The doctor made arrangements for the patient to be hospitalized at the mood disorder specialty unit. The patient was voluntarily admitted on (B)(6) 2014. The patient would continue to do weekly follow up visits while admitted. The event was unexpected and reported as unrelated to the procedure/implantation and unrelated to the device. The event was described as a 4 out of 5 severity and the event was ongoing. Later it was reported that the worsening of the patient¿s symptoms were unrelated to the device/therapy. The patient was discharged on (B)(6) 2014. At discharge, the patient was no longer suicidal and her depressive symptoms were not as severe. The patient was discharged to her home and no medication changes were made.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0neas, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).